Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the tip-up fenestrated grasper instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition, engagement tests, and grip test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument for failure analysis. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted gastric sleeve revision to gastric bypass procedure, the tip-up fenestrated graper instrument was ripping bowel tissue. The following information is unknown: the cause and severity of the bowel injury, and what medical/surgical intervention (if any) was required to address the complication. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.